Event description:
It was reported that the patient presented in the emergency room with the device in backup vvi mode. The patient received inappropriate high voltage therapy. Device download was successfully performed and the issue was resolved. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.